Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump was programmed with multiple bolus deliveries and no unexpected rewind during testing was noted. However, the insulin pump was received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
It was reported that every time the customer wanted to deliver a bolus they had to rewind the insulin pump. While troubleshooting was being performed on the phone the customer stated that insulin was not exiting the tubing. Assistance was provided and insulin did exit the tubing. The customer's blood glucose was 208 mg/dl. Nothing further was reported.